Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n-us, lot 0008700600, use by date 2019-07-04, (B)(4). Product analysis: no product was returned.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 80% deployment the valve was positioned at 3mm on the left coronary cusp (lcc) and 3mm on the non-coronary cusps (ncc). At 100% deployment the valve dislodged upward 3mm. The delivery catheter system (dcs) was withdrawn and the nose cone caught the outer edge of the valve dislodging it into the sinus of valsalva resulting in severe central regurgitation and coronary ischemia. The first valve was fixed with a snare and a second valve was passed through and positioned in the aortic position. The first valve was snared to the ascending aorta and the second valve was implanted at 6mm. No adverse patient effects were reported.